Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she had been waiting on her supplies. Customer had not been on the insulin pump and had not been getting insulin. Customer's blood glucose was 402 mg/dl. No troubleshooting was done on the device. Customer was advised to contact the healthcare professionals. Customer will not be returning the device for analysis.